Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallstent biliary rx partially covered stent was implanted to treat a 6 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2018. Reportedly, the patients anatomy was very tight and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, when the stent was viewed by the physician following deployment it was noted that the end of the stent was not 0.5 to 1 cm outside the common bile duct as intended. The stent positioning marker had been noted to be correct prior to full deployment. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.